Event description:
The customer reported there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced pins in the arch plug. The system operates as intended.